Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/2016. Using the pod 5 / page 44: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The parent's reported that the patient had pus coming from the insertion site. He was taken to the doctor and diagnosed with a general skin infection. The patient was prescribed antibiotic (sulfamethoxazole-tmp) tablets to take one of by mouth twice a day (quantity of 20) and was advised to put a hot compress on the area daily. The pod had been worn on the arm for between 36 and 48 hours.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in an infected site. The pod was found to have completed sterility within specification.